Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2022 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 23-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and the patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient is needing MRI of lumbar spine. Hcp states pt had the ins and part of the lead removed on (B)(6) 2022, but there is a 1 inch piece of the lead left implanted in pt's body. Pt got on the phone to explain that the doctor told their family member after the explant surgery that they were unable to get the whole lead removed. Pt states the explant was elective so that she would be eligible for MRI and back surgery - there were no complaints regarding therapy/device. Additional information was received from the patient. They called requesting lead information. The agent reviewed information. The patient said they needed an MRI of their head and said that part of the lead had broken off into their body when the implant was removed. The patient was redirected to their physician.